Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. Additionally, an analysis of the log file provided by the account confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account communicated that following the removal of the outflow graft obstruction, the flows immediately increased. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. Starting on (B)(6)2021 at 11:22:54, the power, flow, and pulsatility index (pi) values were noted to gradually decrease. Low flow alarms were also observed and became more frequent towards the end of the file. The pump appeared to be functioning as intended, staying above the low speed limit for the duration of the file. Multiple requests for the cta images taken of the chest were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The IFU provides details on the factors that affect pump flow and provides information on assessing flow. The IFU explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5 liters per minute (lpm). Section 4 "system monitor" explains that "if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information." Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07aug2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had crushing chest pain and flows that read "---." The patient was in the emergency department at time of reported event. The log file review captured a drop in average power and flows along with the average pulsatility index (pi). There were low flow alarms occurring. The pump was seeing a reduction in blood volume. The patient had a computed tomography angiography (cta) of the chest, which showed a compression of the outflow graft. The patient was taken to the operating room where biodebris was found between the graft and bend relief. The biodebris was removed and the flows immediately increased. The patient was closed and transported to the intensive care unit (ICU).